Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, this right ventricular (rv) lead was tested with a pacing system analyzer and found to have exhibited a low out of range pacing impedance measurement of less than 200 ohms and noise. The physician suspected the rv lead had either fractured or had an insulation abrasion so it was surgically abandoned and replaced. No additional adverse patient effects were reported.